Manufacturer narrative:
(B)(4). Batch # t5ag3w. Investigation summary: the analysis results found that one psee60a device was returned with the anvil bent upwards and with a gst60g reload present. The reload was received unfired. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional test was performed due the condition of the device. The damage of the motor it is possible for this condition may be the exposure of cleaning solution. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the stapler stopped during resection (partially fired). No patient consequence reported.